Event description:
It was reported during the procedure, when inserting the screw, the driver tip broke. The surgeon was unable to remove the broken piece of the driver tip; therefore, the broken piece remains in the patient. This report is related to report number 3025141-2022-00347 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove was examined visually under magnification. Overall, the body of the driver appeared undamaged, with some ring blemishes in the ao connect portion. The tip of the driver exhibited an oblique fracture, indicating a fast fracture occurrence which can be caused by off-axis forces applied on the driver. The damaged tip was not provided for inspection. Functional testing could not be performed due to the aforementioned damage. Due to unknown procedural conditions, based on the information received and the investigation performed, the root cause could not be determined.